Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
User facility medwatch report received that states: event description: the device would not deploy. Physician was suturing and the suture did not deploy. No patient injury. What was the original intended procedure? Abdominal aortic aneurysm stenting. Device usage problem : device malfunction - that is, the device did not do what it was supposed to do subsequent to the user facility medwatch additional information has been received. The knot did not form properly. No additional information was provided.